Event description:
It was reported that when using the bd pyxis¿ es refrigerator hardware was failed and device was not detected on bus. The customer stated that the malfunction occurred while user tried to issue medication to a patient and that caused a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator was not detected on the bus. A field service engineer (fse) inspected the station found the station not communicating with the helmer due to modem power issues. The modems and routers were tested; power harness wires were discovered reversed and corrected. The original modem was reinstalled with stabilized cabling, and the blood bank refrigerator (bbb) board was replaced. The router was successfully powered and configured. The station tested with multiple reboots and drawer operations, with no failures observed. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator hardware was failed and device was not detected on bus. The customer reported there was an issue occurred when user trying to issue medication to patient and had delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.